Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during a meniscal repair a truespan meniscal repair system plga 24 degree was used close to the meniscus root. Issues were met on one piece of truespan where the first backstop pulled out after firing. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspection, it could be observed that the first plate was fully deployed due to the implant was not in the applier needle. The covering sleeve was removed to verify the presence of the second plate and the sutures, it was found that the second plate is inside of the silicon sleeve that keeps the plates inside the needle. No structural anomalies that can interfere with a full deployment were found. The functional test was performed to the second plate, the red trigger was fully squeezed; as a result, the second plate was successfully deployed, no obstruction or difficulties while deploying. It was verified that the pusher shaft tip is sliding out completely the applier needle. A manufacturing record evaluation was performed for the finished device lot number: 7l49567, and no nonconformances were identified. Based on the visual inspection, this complaint cannot be confirmed. There were no details provided as to when this failure has occurred and no additional information was available; therefore, a definite root cause for this failure cannot be determined. The possible root cause for the reported failure could be related to a trigger mishandling, if the trigger was activated unintended, the deployment mechanism start its process, and this would result in the first implant being only partially deployed. As per IFU-113244, it is important to fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). Incomplete. The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair procedure on (B)(6) 2021, it was observed that the backstop on the truespan meniscal repair system plga 24 degree device pulled out after the first firing to close the meniscus root. Another like device was used to complete the procedure. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.